Event description:
It was reported that during a coronary procedure, while attempting to cross the strut of a previously placed stent, the balloon and wire became caught. The tip of the wire fractured during removal and remains in the pt. Pt status is listed as "okay".